Event description:
Pcu rn called mcs emergency line around 7am reporting a continuous fault alarm for the patient that started when he was getting up to go to the bathroom. Rn reports that they saw a fill volume in the 30s but that it quickly corrected and they did not see the co at that time. They reported that the parameters had since normalized to around patient's baseline but the alarm continued. After ruling out other causes of alarms a driver change was performed by bedside staff. Patient switched to backup without a reported adverse impact.